Event description:
The customer reported being hospitalized due to high blood glucose of 640mg/dl. The customer stated that she was not receiving insulin through the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.